Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced elevated blood glucose levels (280 mg/dl). Reportedly, elevated bg's are due to the customer having the flu and pneumonia. Customer requested assistance setting a temporary rate to increase her basal by 30%. Tandem technical support guided the customer through adjusting their settings. Customer delivered a bolus to stabilize blood glucose levels.

Manufacturer narrative:
(B)(4).